Event description:
A malfunction alarm with code 12 was reported by the customer. There was no adverse impact on the customer's blood glucose level. The customer did not disclose a backup method of insulin therapy.